Event description:
Eighty-eight-yr-old male cardiac arrest pt found by AED in u-fib. Device did not shock on 1st & 2nd assessment. 1:45 delay defibrillating pt. Sent cassette tape to MFR 5/6/96, returned 6/21/96. Hosp "no CPR" directive.